Event description:
As the physician was pushing the 4.0x15 elunir stent in the left posterior tibial (pt) artery, the device got caught on a smart stent strut and came off the balloon. The physician was able to smash the elunir stent within the other stent and there was no issue or injury for the patient. (B)(4).